Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.

Event description:
It was reported that the lifeband became unhooked from the platform during deployment. Customer also tested lifeband sn (B)(4), it felt loose when in platform's lifeband housing. No adverse event reported.